Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll tip conv pak leaked. It was reported by customer that multiple syringes are leaking. Verbatim: stevens ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Cite customer complaint # (B)(4) multiple syringes are leaking - found on final verification, with medication leaking out in multiple syringes in batch. Remainder of lot, on-hand, segregated and using alternate lot for compounding needs. Occurrences: multiple, customer has not tracked specific number.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 40 physical samples submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection and testing of the samples. Visual inspection of the samples showed that no defects or imperfections. Leakage testing was performed on 10 randomly selected samples and all passed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.